Event description:
The customer reported that x-rays stays on after releasing the x-ray switch. This event occurred w/o pt involvement. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.